Event description:
It was reported that the patient had lost about 30 pounds since implant and the battery pack was visible. When the patient sat she had to be careful because it got caught in a chair if sitting back far enough and would get in between and caused pain. Additional information was received indicating that it was unknown if the patient had a 50% or greater symptom reduction. It was noted that the patient was going in to have their device removed. The patient had an appointment with their neurosurgeon to replace it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).